Event description:
It was reported that a disconnection of the patient line and the transfer set occurred during therapy on a homechoice (hc) machine. The home patient (hp) stated that he was on a new medication and does not know how he got disconnected. The hp found the patient line on the floor during fill two of four. The technical service representative (tsr) assisted the hp in ending therapy. No patient injury or medical intervention was indicated in association with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.